Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). It was indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up will be submitted.

Event description:
It was reported that during a right bankart shoulder repair surgery, the nitinol wire broke mid-shaft. The surgeon retrieved both pieces of wire from the patient. Surgery was completed using a second passer of a different type. No impact on the wellness of the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.